Event description:
It was reported that the patient underwent a large ventral hernia repair procedure on (B)(6) 2007 and mesh was used. Postoperatively, the patient developed a superficial surgical site infection on (B)(6) 2007. The surgeon prescribed vancomycin intravenous antibiotics. The infection was resolved on (B)(6) 2007.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.